Event description:
Pt reports having issues with several cassettes from previous shipment lot # 3891159, pt reports foreign objects inside the cassettes like slivers of plastics and little specks or dots. Pt states she will use the cassette if she can tell that the objects are not inside the bag of the cassette.